Event description:
It was reported that the patient had symptoms consistent with heart failure, palpitations and near syncope. It was also reported that there was a possible device connection issue. Medication management was initiated for the patient's heart failure diagnosis and will be evaluated before any further planning is made related to the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.